Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the olympus assessment, the device has been tested for more than a day but the reported fault of communication error was not able to verify during incoming inspection. The master reset has been done on the instrument and this may have fixed the problem highlighted. Recommended to perform periodic maintenance. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that, the evis exera iii video system center, had no functions at all (no power). The issue was found at maintenance. The procedure was diagnostic. There were no reports of patient harm.